Event description:
Customer reported one blood leak on the CT 190g dialyzer. The blood leak occurred at the onset of the treatment on the day of the event, use # 15. The blood leak was verified visually and confirmed by positive hemastix. A new dialyzer and blood lines were set-up and the treatment continued without further incident. No patient injury or medical intervention was reported by the customer.